Event description:
Insulin pump started in 2004. Pt received quickset infusion sets when shipped the insulin pump. During process of adjusting basal rates they experienced an episode of high blood glucose, resulting in need to change their infusion set before 72 hours. The pt continued to experience problems with hyperglycemia that did not respond to insulin bolus, and needed to change their set. Since set changed they have not had a blood glucose higher than 200 mg/dl.